Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced significant visual disturbances, including both positive and negative dysphotopsia. At night, all lights appeared with large halos, almost like a kaleidoscope. The patient avoided driving at night due to safety concerns. Additionally, the patient experienced glare from certain lights. The most troublesome issue was negative dysphotopsia in both eyes. In the left eye, in particular, there was a constant shadow and a dark line that moved depending on the focal point. Although the right eye was less affected, the symptoms were still significant. Furthermore, the patient reported feeling almost constantly dizzy and found it difficult to work on a computer. These lenses have drastically impacted the patient¿s quality of life. There are two medical device reports associated with this patient. This report is associated with the right eye. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from patient stating since the surgery, her vision and overall quality of life have been significantly compromised by persistent visual disturbances and complications. Whenever she focused on objects at close range, the dark arcs moved inward, which was extremely distracting and disruptive to daily activities. In addition, she had suffered from reduced contrast sensitivity, increased floaters, left-eye strain, and difficulty reading on a computer. These symptoms have had a profound negative impact on her daily life and well-being. Additional information was received from patient stating, the severity of the halos and visual disturbances at night had affected her ability to drive safely after dark.

Manufacturer narrative:
Correction information was provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received, patient had very difficult time adjusting to the new lens. Patient vision was good, but she was experiencing visual disturbances.